Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the fg maverick 2 mr, 2.00mm x 20mm, catheter was returned for analysis. A visual, tactile, microscopic analysis, and leakage testing were performed on the device. A visual and tactile examination identified no kinks or damages along the length of the hypotube. No issues identified with the distal extrusion. A pinhole was identified in the balloon material. The pinhole was located over the proximal markerband. Tip showed no signs of tip damage. A microscopic examination of the markerband's identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was noted in the balloon. The pinhole was located over the proximal markerband. No other damages were observed along the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post procedure.